Event description:
It was reported that failure to sense, low pacing impedance, high pacing impedance and high capture threshold was observed on the right atrial lead. Abbott technical support was contacted and the lead was deactivated to resolve the event. The patient was in stable condition.